Event description:
The customer reported that following an arteriogram in 2001, a vasoseal vhd was deployed in the right groin. Hemostasis was achieved in five minutes and the patient was sent to the nursing floor. The patient complained of pain and had no pedal pulse and the right foot was cold. The right femoral artery was accessed again using an antegrade approach and it was noted that there was a filling defect in the tibial pereneal trunk, secondary to complete occlusion. An 8 french suction embolectormy was performed. The physician notes state "thrombosis possibly secondary to embolization of collagen material from vasoseal plug". No pathology report on the material removed from the artery was available. No further complications were reported.